Manufacturer narrative:
Analysis determined that all buttons function properly no damage on the keypad assembly. No button error alarm. No lockout/block anomaly. The pump was received failed self-test alarm during self-test due to faulty radio frequency board. The pump passed displacement test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Analysis was unable to perform meter blood glucose due to failed self-test alarm. The pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the pump had a button error alarm, failed self-test alarm, lockout/block anomaly, high blood glucose, and no meter communication. The blood glucose at the time of the incident was 300 mg/dl. The customer states the insulin pump stopped reading meter readings. The customer went through the process of resetting and the pump alarmed failed self-test. The alarm history was reviewed and discovered several failed self-test alarms and a button error. The notes state the button issue was a result of the block feature. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.